Event description:
It was reported that a patient suffered hearing loss following an MRI of the lumbar spine. The patient was wearing ear plugs during the exam. She did not complain of noise during the exam, but did complain of noise after the exam. The patient had seen her audiologist in (B)(6), and went to see her again after the MRI exam. There was reportedly a documented increase in hearing loss after the MRI scan had taken place. The patient was placed on steroids but improvement in hearing was not observed. The site became aware of this issue in november and contacted ge in (B)(6).

Manufacturer narrative:
Ge healthcare is planning to conduct an on site investigation and perform acoustic testing on this system. A follow up report will be sent once the information is available.